Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In one occurrence, the customer's blood glucose level was impacted (401 mg/dl), which was addressed with manual injections. It was indicated that the customer will use manual injections as alternate insulin therapy.